Event description:
The customer reported to olympus that the duodenovideoscope albarran lever did not work adequately. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and found to be due to wear of knob wire (k-wire). The device evaluation found the following reportable malfunction: the distal end had foreign material. Additional non-reportable malfunctions found during the evaluation were: the air/water cylinder had no color, the suction cylinder had no color, the plug unit was damaged, the forceps lever had play due to wear of k-wire, and the distal end was shaved, and the distal end had residual liquid. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown additionally, no physical damage of the device was confirmed where the foreign material was remained. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use IFU: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.